Manufacturer narrative:
Event date: (B)(6) 2018; date of report: 08oct2018. Customer could not confirm serial number. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The ventilator setting was configured incorrectly. The customer was advised by the fse on how to properly configure the ventilator to prevent high tidal volume delivery.

Event description:
The customer reported that the unit parameters were going beyond expected limits and triggering alarms. The ventilator was in use on a patient at the time of the event. There was no reported patient harm as a result of the event. The event date was not specified; estimate used.